Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 80mm abdominal aortic aneurysm on an unknown date. It was reported that eight endoanchors were implanted an unknown length of time post index procedure due to an observed type ia endoeak and migration. In addition a medtronic endurant aortic cuff and iliac extension graft were also implanted during this procedure on the same date and this intervention resolved the endoleak. No cause of the event has been reported. No additional clinical sequalae were reported and the patient is fine.